Event description:
It was reported that the patient recieved an inappropriate shock due to a fractured right ventricular lead. The lead was capped, and no further patient complications were reported as a result of this event.